Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) level of 300-600 mg/dl. Reportedly the customer was using supplies beyond labeling. A correction bolus and manual injection were given to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.